Event description:
During testing at the manufacturing site, inadequate suction was noted.

Manufacturer narrative:
One used device was evaluated. Testing found inadequate suction. This was due to a crack in the liner lid. (B) (4). (B) (4).